Manufacturer narrative:
A ge rep evaluated the system and determined the single board computer needed to be replaced. A quote was given to the customer, but no further repair info is available.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.